Manufacturer narrative:
(B)(4)

Event description:
It was reported that the basket was unable to fully close. A intellamap orion¿ was selected. During preparation, the user attempted to deploy and undeploy the basket; however, during undeployment, the basket stopped around 6-8mm of diameter without reaching the closed position. When forcing the basket with fingers, the baskets was able to be closed. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR:unit returned with its original pouch, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The returned device matches with upn provided by the customer. The device has a flattened section in the catheter shaft tubing near the coil embed. Distal end of the catheter to the proximal edge of the collar in the nominal position was measured and did not meet specification. When the array is fully deployed the measurement of the array is 18.19mm. The distance traveled of the deployment button was measured by deploying the array until the array first starts moving. The distance measured was out of specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the basket was unable to fully close. A intellamap orion¿ was selected. During preparation, the user attempted to deploy and undeploy the basket; however, during undeployment, the basket stopped around 6-8mm of diameter without reaching the closed position. When forcing the basket with fingers, the baskets was able to be closed. The procedure was completed with another of the same device. No patient complications were reported.